Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. Battery out of limit alarm anomaly was not verified due to the keypad anomaly. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer's family or friend reported via phone, the buttons on the insulin pump wasn't responding. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues. Customer's family or friend was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.